Manufacturer narrative:
(B)(4). A home patient contacted baxter and stated he wanted to start therapy over because he had forgotten to open one of the clamps and there were a lot of air bubbles in patient line. Review of the complaint activity section revealed the device was not returned for evaluation. The reported issue was unable to be confirmed. Based on available information; the assignable cause for the reported issue was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
An (B)(6) home patient (hp) needed to end therapy in initial drain. The hp stated that he wanted to start therapy over because he had forgotten to open one of the clamps and there were a lot of air bubbles in patient line. The technical service representative (tsr) had the hp cycle power on the machine to end of therapy. There was no patient injury or medical intervention indicated at the time of the report.